Event description:
Follow up information reported that the patient met with the company representative "months ago" where it was noted that she was not able to recharge the ins. She was offered one more physician mode recharge (pmr) procedure and was advised to make an appointment with her managing pain physician. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient programmer displayed an "in the box" icon and stimulation was not able to be adjusted. The patient last charged on wednesday (B)(6). She was recharging at home with no sources of electromagnetic interference around the house. During the recharge session prior to the "in the box" icon, the patient used the antenna locate feature. She normally would stop the antenna locate feature by pressing the "x" button on the recharger and then would begin charging. During the recharge session she placed the belt directly on the skin and pressed the green button, if less than 6 coupling bars were achieved, she used the antenna locate feature then pressed the "x" button, and then the green button to recharge. Stimulation had been on while recharging. About 5-6 hours after charging, the patient was feeling stimulation, but wanted to decrease her setting. When she pressed the synch key on the patient programmer the "in the box" icon appeared. The patient was able to turn stimulation off with her recharger. The patient never saw the icon indicating the implantable neurostimulator (ins) was fully charged (three "sweaty tear drops"). The ins was always near the 75% or last quartile. The patient routinely charged once per week and used the antenna locate feature when she was not able to get more than 6 coupling bars. The ins had never been in an overdischarged state. The patient charges it when it is half full. The patient had a mammogram done about 1 month prior to report. The "in the box" icon was cleared with the clinician programmer and the patient was okay after the date and time were reset. It was unclear when the event occurred. Information provided indicated the "in the box" icon appeared (B)(6) 2012; however, the sequence of events reported suggest the event occurred (B)(6) 2012. This was the second occurrence of the "in the box" icon; the first occurred about one year prior to this occurrence.

Manufacturer narrative:
Product ID 3778, lot# v180584005, implanted: (B)(6) 2008, explanted: product typ lead; product ID 3776, lot# v132250022, implanted: (B)(6) 2008, product typ lead; product ID 37752, serial# (B)(4), product typ recharger. (B)(4).